Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse visited the site and replaced the integrated electro surgical unit (iesu) generator due to error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and found the reported errors c-38 and m-11 were confirmed, but no related issues were found during visual inspection or testing. The erbe unit functioned normally during system testing. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable cause of this issue is attributed to a faulty component inside the erbe generator. Error c-38 indicates high frequency current measurement value too low in on state and error m-11 indicates internal timeout.

Event description:
It was reported that during a da vinci-assisted liver wedge resection surgical procedure, error c-38 occurred on vio dv integrated electrosurgical unit (iesu) repeatedly. The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). The tse advised the customer to power cycle the iesu and connect it to the power outlet directly or to use another esu to continue with the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical,inc. (Isi) followed up with the medical engineer and obtained the following additional information: vio dv iesu could not be used to complete the procedure. The customer elected to continue with the procedure with another generator. The specific generator was not known.